Manufacturer narrative:
The following sections have been updated: b4, g3, g6, h2, h6, and h11. The device was inadvertently captured under the wrong product complaint. The event associated with this device is captured under (B)(4).

Event description:
The user facility reported patient was prepped for impella support due to asystole. During preparation, the impella was started outside of the patient¿s body. An impella defective alarm was displayed. A second pump was opened and the same message was displayed. A new aic was turned on, the second pump was connected with no alarms, and the case proceeded.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.